Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) and right atrial (ra) pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise was noted on the ra lead. The noise was being oversensed. A chest xray was performed in which technical services (ts) noted it looked as though both leads were not fully inserted into the device header. The field representative noted the patient had a previous fainting spell in which they passed out. The configuration was reprogrammed to unipolar and the impedances were back within normal range. Noise was observed on both leads in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The patient then underwent an magnetic resonance image (MRI). A device interrogation was completed post MRI in which the settings were normal. The physician is continuing to monitor. The device remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) and right atrial (ra) pace impedance measurements of greater than 3,000 ohms, triggering a lead safety switch. Noise was noted on the ra lead. The noise was being oversensed. A chest xray was performed in which technical services (ts) noted it looked as though both leads were not fully inserted into the device header. The field representative noted the patient had a previous fainting spell in which they passed out. The configuration was reprogrammed to unipolar and the impedances were back within normal range. Noise was observed on both leads in this configuration. The noise was re-creatable in the clinic with crossed arms, indicating myopotential noise. The patient was not pacemaker dependent at that time. The patient then underwent an magnetic resonance image (MRI). A device interrogation was completed post MRI in which the settings were normal. The physician is continuing to monitor. The device remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.